Event description:
Additional information received reported that the patient was ok.

Manufacturer narrative:
Analysis of the tined lead (B)(4) found no significant anomaly. The lead body was cut through and the product was segmented. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead and battery were removed but not replaced on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ee4n, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a lead migration issue. Diagnostic tests and troubleshooting included impedance testing and reprogramming. A lead replacement was required as a result of the lead migration. The patient¿s status at the time of the report was alive with no injury and it was unknown whether or not the patient experienced any symptoms. Medical status prior to event, cause of the issue, symptoms, date of planned replacement, and final outcome following replacement were not given. Additional follow-up is being conducted to obtain these answers. If any additional information is received, a supplemental report will be sent.